Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition and stopped operating. The patient was placed on oxygen until a replacement device could be delivered as a precaution. A clinical assessment was done due to an allegation of serious injury. Based on the information currently provided and available the reported harm of shortness of breath, difficulty breathing has been assessed and do not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury or death. It was alleged that during clinical and therapeutic use of the device after attempting to place the device into standby, the device exhibited a "ventilator service required" alarm that could not be cleared. The patient was subsequently placed onto supplemental oxygen until a backup device was requisitioned. The type of complaint was changed to a product problem. The device was returned to the manufacturer, and a ventilator inoperative alarm condition indicating a machine flow sensor drift was observed. The device's machine flow sensor was replaced to address the issue.